Event description:
A report was received from (B)(6) with information stating that during patient use, the alarm silence and reset light emitting diode (led) was observed to be randomly blinking. The patient was manually ventilated before being transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
The device has not been made available for investigation. (B)(4).